Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's implant was removed due to an unresolvable infection in the implant area. The infection started around 6 years after initial implantation. Reportedly, the device was functional prior to explantation. The user will be re-implanted with a new device once the infection has completely healed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a chronic infection at the implant site. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The user's implant was removed due to an unresolvable infection in the implant area. The infection started around 6 years after initial implantation.